Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
The facility's pharmacist reported to baxter france that an administration set was leaking at the injection site in the middle of the perforated membrane. This event occurred during priming. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). An actual sample and one companion sample were available at the plant for evaluation. Visual inspection revealed that the actual sample had a broken spike tip. No visual defects could be noticed on the companion sample. The samples were leak tested under water with no leaks revealed. The reported leakage was not confirmed. The cause of the reported condition was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.